Event description:
It was reported that the motor unit sounded different and that the morcellator would not rotate when attached to the unit. A second a morcellator was tried with the same result. A second motor drive unit was obtained, using the same morcellator devices, the case was successfully completed with no adverse patient consequences.

Manufacturer narrative:
H-6 conclusion: the actual unit was returned for evaluation. Upon opening the unit to perform alignment of the cpc connector, it was found that the chassis pens where bent causing the sub chassis to be shifted to one side. The cpc connector could not be aligned with the motor coupler. It was also found that one of the pens was loose.